Event description:
It was reported by service report that the left calf support mounting was damaged and not locking in place due to a broken screw. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.